Event description:
On 11oct2022 nalu was made aware of possible infection. Subsequent explant of the nalu system was performed on (B)(6) 2022. Patient removed surgical dressing independently on (B)(6) 2022 and scratched the skin near the incision. On (B)(6) 2022 patient presented at the doctor and was noted as possible infection at implant site. Follow up on (B)(6) 2022 showed worsening of symptoms, at which time the explant was scheduled and nalu was notified of the incident.